Event description:
It was reported to nuvectra that during a trial lead implant, the physician experienced difficulty with inserting the stylet into the lead. After multiple stylet changes, the physician could not advance the stylet completely into the lead. Subsequently, the case was aborted.